Event description:
It was reported while using bd insyte¿ autoguard¿ bc shielded IV catheter with blood control the needle would not properly retract. There was no report of patient impact. The following information was provided by the initial reporter: ecri related to them being informed of two separate issues around insyte autogard needles failure to retract and failure to completely retract.

Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd insyte¿ autoguard¿ bc shielded IV catheter with blood control the needle would not properly retract. There was no report of patient impact. The following information was provided by the initial reporter: ecri related to them being informed of two separate issues around insyte autogard needles failure to retract and failure to completely retract.

Manufacturer narrative:
(B)(4) follow up emdr for device evaluation: no photos or physical samples that display the reported condition were available for investigation. A device history record review showed no non-conformances associated with this issue during the production of lot 3166524. Although we could not confirm the failure for this incident, we have investigated similar reports related to this failure and the appropriate personnel are looking further into this matter. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.